Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, and no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code occurred again, which caller acknowledged and understood.